Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 for a distal radius fracture, a screw penetrated and went through a 2.4mm variable angle locking compression plate (lcp) two-column volar distal radius plate (narrow, left). It was reported the surgeon drilled to the most distal radius side with the drill tip/drill bit (1.8w marking l110 85 2flute) and attached the screwdriver shaft t8 selfhold to the hand piece and inserted the screw to just before the plate. After insertion of the screw at the distal second line, the insertion completed without any problems although there was some feeling of contact with the plate. However, when the doctor was continuing the insertion of the screw, the screw penetrated the plate without any engagement. The surgeon was able to set the plate in the screw at the hole with a slight engagement. This report is for a unknown screw. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.